Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 28mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amplatzer torqvue 45x45 delivery sheath. The patient had a pre-existing chronic atrial fibrillation condition. The patient's left atrial appendage (laa) landing zone was 22mm. The patient's activated clotting time (act) levels were greater than 250 seconds and lower than 350 seconds. The patient's left atrial pressure was greater than 12mmhg. Transesophageal echocardiogram (tee) was used during the procedure. Transseptal puncture was inferior mid. A tension test was performed and close criteria were met. The occluder was released with no difficulties. During pre-discharge cardiac observation on the same day the patient presented with a circumferential pericardial effusion that developed into a cardiac tamponade. The patient was transferred to cardiac surgery. During the cardiac surgery it was noted that there was a pulmonary artery (pa) laceration caused by the occluder. The pa laceration was repaired and the patient was stabilized. The patient status was stable.

Manufacturer narrative:
An event of patient-device incompatibility (implant related to tissue damage) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information received, the cause of the reported implant related to tissue damage- pericardial effusion, cardiac tamponade, and perforation could not be determined. The reported surgical intervention was a resulted of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.